Manufacturer narrative:
Block b3: exact date unknown, event occurred within the past year prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. Patient recovered postoperatively. The explanted device unable to return per hospital policy.